Event description:
In 2007 at 2:28 pm, the lay-user/ reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the display of the one touch ultra is missing segments. The patient indicated that the reported issue started on four days earlier. On three days prior to original date, the patient received medical assistance from the emergency room. The patient was tested on an hcp meter obtaining a blood glucose reading of "38 mg/dl" and was given a glucagon injection. The patient did not take any action in regard to diabetes treatment as a result of the reported issue during the time of concern. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, lfs meter readings on that day, symptoms (date and time), and food/medicine intake prior to the 38 mg/dl reading. During troubleshooting, the reported issue was not resolved. This complaint is being reported because the patient allegedly obtained a hypoglycemic blood glucose reading and was treated with glucagon after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.